Event description:
It was reported that during a da vinci hysterectomy procedure, the scissors were identified as being dull on the monopolar curved scissors instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system for a cut test. Per the customer reported complaint, failure analysis investigation found that the scissors did not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .138 - .160 in length and not axially aligned with the tube. No other damage was found.